Manufacturer narrative:
Device received with cracked reservoir tube window and cracked case at the reservoir tube window. Device passed the displacement test, idle current test, run current test, self test and off no power test. Device received with normal operating currents. No blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting and customer reports display was blank currently. Customer stated that they put the battery in insulin pump and power not on. Customer stated that the insulin pump had crack in the reservoir compartment. The device will be returned for the analysis.